Manufacturer narrative:
The subject device has been returned to the manufacturer for evaluation and, no indications of thermal influence at the point of breakage have been found. Observations have been made that lead to the conclusion that the loop broke in consequence of mechanical manipulation of the wire, eg bending of the loop off the original position/ angle. The IFU states that an electrode is subject to wear and tear, even under normal conditions of use. It is mentioned that an electrode shall not be used if significant wear and tear is to be observed. The procedure is performed under direct visual control so that any deterioration of the loop would likely be noticed. Furthermore can be admitted, that under tcris conditions it is rather unlikely that the broken loop will remain in the body. Due to the rinsing during the procedure and flushing at least at its end, a foreign particle will be removed with high probability. The case is seen a consequence of unspecific use error in terms of handling the electrode against the manufacturer's recommendations. Appropriate warning messages are already in place and the occurrence rate of such events is not higher than foreseen in the risk management file.

Event description:
Course of event: preoperatively it is found that in connection with hysteroscopy, a loop electrode for surgmaster is broken inside uterus during operation. In spite of radioscopy performed by x-ray staff, the tip is not found. Consequence: more x-ray recordings with prolonged procedure/ anaesthesia. The description of event: tip was never found.